Event description:
During an orif procedure of the distal humerus, the surgeon was inserting a 4.0 mm cannulated screw and the threads peeled. Surgeon removed the peeled thread and a small piece remains in the lateral condyle bone. The procedure was completed.

Manufacturer narrative:
This info was not provided during the initial report. Additional info has been requested. Subject device was implanted and explanted in the same procedure. Synthes is unable to provide the date of manufacture as no product was returned and no lot number was provided. The investigation could not be completed. No conclusion could be drawn as no product was returned and no lot number was provided. Without a lot number, a device history record review could not be requested.